Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. The device was implanted. After the procedure, prior to leaving the cardiac catheterization lab a localized pericardial effusion was noted. A pericardiocentesis was performed. The patient passed away due to pericardial effusion on (B)(6) 2025.

Manufacturer narrative:
An event of patient death due to pericardial effusion during device deployment in post-infact vsd case was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The event was further reviewed by an abbott director medical affairs. The reviewer noted: "the cause of death is reported to be procedure related and related to underlying comorbidities. A pericardial effusion may develop due to cardiac perforation which may occur due to instrumentation at the time of the implant procedure. The fragile myocardial tissue increases the risk for cardiac perforation. Event relationship: procedure related and related to underlying patient comorbidities. Not related to a device malfunction." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, and the cine review, the cause of the reported patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. The device was implanted. After the procedure, the patient passed away due to pericardial effusion.